Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain'), device expulsion ('migrated in my uterus'), pelvic pain ('pain'), menorrhagia ('abnormal menstrual bleeding / prolonged menses'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and back pain ('back pain (cannot get out of bed)') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical cancer, pulmonary embolus, appendectomy, cholecystectomy (cholangitis) and diarrhea. Concurrent conditions included morbid obesity and ovarian cyst. Concomitant products included diphenhydramine hydrochloride, ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo provera) and ondansetron (zofran). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced migraine ("migraines/ headaches"), 5 months 21 days after insertion of essure. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), vaginal discharge ("inregular vaginal discharge") and vaginal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and back pain (seriousness criterion medically significant). The patient was treated with paracetamol (tylenol) and surgery (ablation, ablation and underwent bilateral salpingectomy with essure removal). Essure was removed on 2-dec-2016. At the time of the report, the abdominal pain, menorrhagia, dysmenorrhoea, dyspareunia, alopecia and vaginal discharge had resolved and the device expulsion, pelvic pain, vaginal haemorrhage and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: upon information and belief, beginning shortly after her implant procedure, plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Hysterosalpingogram - in july 2014: results: fallopian tubes were bilaterally occluded; on 18-dec-2014: results: righht side had air bubbles. X-ray - on 24-jul-2014: results: occlusion filaments in fallopian tubes noted in pe. Findings: essure coils were visible through the fallopian tube going into the cornua of the uterus. Weight at time of essure placement: 178 lbs. Current weight: 215 lbs. Computerised tomogram of the abdomen and pelvis. No evidence for small bowel obstruction or intra-abdominal infection. Previously seen right pararenal abscess completely resolved. Ultrasound report corpus luteal cyst in left ovary measuring 2.1 cm. Bilateral essure devices seen. Ultrasound report: corpus luteal cyst in left ovary measuring 2.1 cm. Bilateral essure devices seen. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event was added- migrated in my uterus. Reporter added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain'), device expulsion ('migrated in my uterus'), pelvic pain ('pain'), menorrhagia ('abnormal menstrual bleeding / prolonged menses'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and back pain ('back pain (cannot get out of bed)') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical cancer, pulmonary embolus, appendectomy, cholecystectomy (cholangitis) and diarrhea. Concurrent conditions included morbid obesity and ovarian cyst. Concomitant products included diphenhydramine hydrochloride, ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo provera) and ondansetron (zofran). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced migraine ("migraines/ headaches"), 5 months 21 days after insertion of essure. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and vaginal discharge ("inregular vaginal discharge"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and back pain (seriousness criterion medically significant). The patient was treated with paracetamol (tylenol) and surgery (ablation, ablation and underwent bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menorrhagia, dysmenorrhoea, dyspareunia, alopecia and vaginal discharge had resolved and the device expulsion, pelvic pain, vaginal haemorrhage and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: upon information and belief, beginning shortly after her implant procedure, plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: results: fallopian tubes were bilaterally occluded; on (B)(6) 2014: results: righht side had air bubbles. X-ray - on (B)(6) 2014: results: occlusion filaments in fallopian tubes noted in pe. Findings: essure coils were visible through the fallopian tube going into the cornua of the uterus. Weight at time of essure placement: 178 lbs. Current weight: 215 lbs. Computerised tomogram of the abdomen and pelvis. No evidence for small bowel obstruction or intra-abdominal infection. Previously seen right pararenal abscess completely resolved. Ultrasound report corpus luteal cyst in left ovary measuring 2.1 cm. Bilateral essure devices seen. Ultrasound report: corpus luteal cyst in left ovary measuring 2.1 cm. Bilateral essure devices seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), pelvic pain ("pain"), menorrhagia ("abnormal menstrual bleeding / prolonged menses"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and back pain ("back pain (cannot get out of bed)") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical cancer, pulmonary embolus, appendectomy, cholecystectomy (cholangitis) and diarrhea. Concurrent conditions included morbid obesity and ovarian cyst. Concomitant products included diphenhydramine hydrochloride (benadryl), ketorolac tromethamine (toradol), medroxyprogesterone (depo provera) and ondansetron (zofran). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 5 months 21 days after insertion of essure, the patient experienced migraine ("migraines/ headaches"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge") and vaginal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain (seriousness criterion medically significant). The patient was treated with paracetamol (tylenol), surgery (underwent bilateral salpingectomy with essure removal), surgery (underwent bilateral salpingectomy with essure removal), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menorrhagia, dysmenorrhoea, dyspareunia, alopecia and vaginal discharge had resolved and the pelvic pain, vaginal haemorrhage and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: upon information and belief, beginning shortly after her implant procedure, plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: right side had air bubbles; in (B)(6) 2014: fallopian tubes were bilaterally occluded x-ray - on (B)(6) 2014: occlusion filaments in fallopian tubes noted in pe findings: essure coils were visible through the fallopian tube going into the cornua of the uterus. Weight at time of essure placement: 178 lbs. Current weight: 215 lbs. Computerised tomogram of the abdomen and pelvis. No evidence for small bowel obstruction or intra-abdominal infection. Previously seen right pararenal abscess completely resolved. Ultrasound report corpus luteal cyst in left ovary measuring 2.1 cm. Bilateral essure devices seen. Ultrasound report: corpus luteal cyst in left ovary measuring 2.1 cm. Bilateral essure devices seen. Most recent follow-up information incorporated above includes: on 5-mar-2018: plaintiff fact sheet and medical records received. New reporters added. Patient¿s demographics and historical condition, concomitant disease and concomitant medications added. Essure indications and start date updated. New events, abnormal bleeding (vaginal), migraines/ headaches, pain and back pain (cannot get out of bed). Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menstrual bleeding / prolonged menses"), dyspareunia ("painful intercourse"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, dyspareunia, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, menorrhagia and vaginal discharge to be related to essure. The reporter commented: upon information and belief, beginning shortly after her implant procedure, plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: fallopian tubes were bilaterally occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.